Manufacturer narrative:
Internal complaint reference case-(B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a bilateral thr daa had been performed on (B)(6) 2026, while still in hospital for rehabilitation due to elderly age, the patient fell and fractured his left wrist and left femur around the thr implant. This adverse event was solved by a revision surgery performed on (B)(6) 2026, in which a thr of the left side was performed to repair the periprosthetic fracture sustained. Current health status of patient is stable.